Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation did not confirm the reported event of the system controller¿s white cable being damaged. The hmii system controller serial number (B)(6), was not returned for analysis and no images were provided for review. The reported event of power disconnect alarms occurring in relation to the white cable was also not confirmed, as no log files were submitted to this complaint. Per initial information, the customer performed controller exchange, and then the controller was discarded. As the system controller is unavailable for analysis, the root causes of the reported events could not be conclusively determined through this analysis, and the complaint file will be closed with no further actions. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on (B)(6) 2019. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot various alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller, and state how to store, transport, and maintain the system controller to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the white power cable of the system controller was broken. Despite connecting to power it alarmed for power disconnects. A controller exchange was performed.